Event description:
It was further reported that the apex balloon was used in an initial attempt to revascularize the 1st diagonal and that the perforation occured in the 1st diagonal, not in the lad as was previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) trial. Same case as MDR# 2134265-2012-04724 and 2134265-2012-04725. It was reported that during a stenting treatment procedure, vessel perforation occurred. The patient presented due to unstable angina and was hospitalized. The physician observed 99% focal in-stent restenosis of the previously placed study stent located in the mid left anterior descending (lad) artery. The in-stent restenosis was treated with an 3.0/10 mm flextome cutting balloon and the 2.5 x 15mm apex balloon, resulting in 25% residual stenosis. While the apex balloon was being inflated, a perforation occurred. Despite protamine administration and balloon occlusion for 5 minutes, extravasation of contrast medium continued. The apex balloon remained inflated plugging the vessel for an unspecified length of time. An electrocardiogram revealed a small pericardial effusion (maximum 1cm in front of right ventricle, apical 3 mm) as a result of the perforation. The patient was haemodynamically stable throughout. The physician also observed 100% restenosis in the previously placed stent located in the 1st diagonal branch, which was treated with coronary artery bypass grafting. The event was considered resolved without residual effects and the patient was discharged fifteen days later on aspirin.